Event description:
Customer reports to have been hospitalized on (B)(6) 2014 with blood glucose of 360 mg/dl. Customer was hospitalized due to diabetic ketoacidosis. Customer had high blood glucose, low blood pressure and vomiting. Customer was hospitalized for two days. Customer was wearing insulin pump at the time of hospitalization. No further info provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. This we therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) mfg site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.